Event description:
It was reported that two radiolucent drill bits broke. No adverse consequences were alleged with the event. Further info has been requested from the user facility.

Manufacturer narrative:
The drill bits subject to this investigation will be returned to the MFR for eval. When the product is received, an eval will be performed and a f/u MDR will be submitted, if the additional info requires reporting.